Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. Additionally, a new defect was identified during the device evaluation: the light guide bundle of universal cord was slightly interrupted and weakened a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to a component failure of the of the insertion section and the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device image was abnormally yellow. The issue was found during a service / maintenance. There were no reports of patient involvement.